Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login had failed for the user. The technical support specialist (tss) dialed into the station and found that the station database was in suspect mode. The specialist tried to repair the database, but it went into emergency mode and was throwing errors in the logs. Then, the tss deleted the database and recreated a new database using the choco install script and successfully completed the synchronization to the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had encountered an issue in which the user faced an expected data error occurred. 'Cannot open database ".the customer reported that issue occurred when dispensing medications to the patient.there were no adverse events or injuries reported as a result of this incident.